Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the cartridge and deliver a bolus, which was completed successfully. They assisted the caller in loading a new cartridge, allowing the caller to resume insulin therapy and resolve the issue.